Event description:
The drill bit broke during use. This is 1 of 1 report for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The macroscopic assessment revealed a rough fracture area, likely caused by the rotation and geometry of the instrument. The visual inspection of the device revealed damage and deformities observed close to the fracture area. The fine dimple structure on the entire fracture surface is a clear indication of a ductile forced fracture. The examination of the raw-material, testing certificates, and the manufacturing papers for the articles listed showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The investigation has determined this event is invalid.